Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.

Event description:
The customer reported that half of the image was missing on the monitors and this was preventing their work. This issue could cause the system to become unusable due to the inability to see the live image from the truncate images. There is no report of injury or death associated with the event described in this complaint.